Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had mild efficacy immediately after implant which was followed by urinary tract symptoms returning to baseline despite many attempts at reprogramming. The event was possibly related to the device or therapy and unlikely related to the implant procedure. The entire system was explanted and not replaced on (B)(6) 2019. The event was resolved without sequelae. No patient complications were reported as a result of this event.